Event description:
The core saber drill was sent for evaluation due to overheating prior to a procedure. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
The drive tabs on the rotor assembly were noted to be damaged. The cause of the device overheating could not be determined.